Manufacturer narrative:
The customer service engineer (cse) reported the breathing delivery unit central processing unit (bdu cpu) was replaced and was returned to the manufacturing site. The service history record (shr) was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Upon completion of investigation and eval, a supplemental report will be filed. (B)(4).

Event description:
Report received from (B)(6) indicates the device experienced a safety valve open (svo) code when the device was turned on prior to pt use. There was no pt involvement noted. Customer states prior to use, svo occurred when the device was started up. Additionally, the device displayed kp0012 (timer test) which would render the device inoperable. There was no pt involvement reported.